Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 2.75 x 23 mm multi-link 8 stent delivery system was used; however, the device failed to cross the lesion and broke. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft break was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported failure to advance and shaft break cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.